Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files and determined that quality controls (qcs) were within expected ranges on the day of the event. Siemens instructed the customer on how to handle pediatric, short samples. The sample volume was potentially insufficient when the sample was initially processed. The cause of the discordant, falsely low tsh result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low thyroid stimulating hormone (tsh) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned the result. Another sample from the patient was run twice on the same dimension vista instrument, resulting higher. The repeat result of 4.2 was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tsh result.